Event description:
The customer reported that the device handle was catching and the knife would not cut correctly. As a result, it was hanging up and causing the tissue to tear slightly. It is unknown if this resulted in any bleeding to the patient. The customer reported that there was no patient injury.

Manufacturer narrative:
(B)(4). (B)(4). One ls1500 was returned for evaluation. The knife cut was tested on a silicone test strip with acceptable results. There was excessive eschar in the jaws that may have contributed to the reported event. The IFU states to keep the instrument jaws clean. Build-up of eschar may reduce seal and/or cutting effectiveness. Wipe the jaw surfaces and edges with a wet gauze and pad as needed. The device handle was also catching intermittently making it difficult to open the latch. This is consistent with the ski not being aligned in the internal a-track. The ski pin is flexible and designed to bend to accommodate light force. If too much force is applied, the pin jumps out of the track and causes the handle latch to jam. Manufacturing latches and unlatches the instruments three times to check for proper function. If the instrument was not working properly at this time it would have failed covidien's functional testing.